Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery during prime. She stated that the alarms occurred after receiving the order of infusion sets and reservoirs. The blood glucose at the time of the incident was unknown. She stated that it seemed like the reservoirs were causing the alarms. She also mentioned that they do not have the problem when using smaller reservoirs. Troubleshooting was not performed. The product will not be returned for analysis.